Manufacturer narrative:
(B)(4). S/w version 6.5v. Retainer ring black. Customer returned pump for alleged cosmetic damage located at the battery tube found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment, however, damaged retainer ring noted. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay, damaged display window cover, cracked retainer and minor scratches on lcd window. In summary, customers alleged cosmetic damage was confirmed at the battery tube by visual inspection where a cracked battery tube was confirmed. Pump tested ok.

Event description:
Information received by medtronic indicated that the insulin pump had cosmetic damage. The customer stated that the cracked on the back side of the pump. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.